Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer performed troubleshooting on their own and found that the occlusion alarm was within the cartridge. A cartridge and infusion set change were performed and insulin was not observed dripping out of the cartridge or infusion tubing during the load fill tubing sequence. A second cartridge change was performed to address the issue and insulin was observed dripping out of the cartridge tubing as expected. The customer's blood glucose level was 139mg/dl during these events.